Event description:
Caller reported a cartridge alarm and confirmed there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge using the correct technique, and the caller successfully resumed insulin therapy. The issue was resolved.